Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2011.

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.